Event description:
It was reported that during the procedure, a versacross connect laac device was selected for use. When the sheath was advanced over the wire, it could not be inserted due to a difference in the insulation. Multiple attempts were made, but the insulation began to peel, further hindering insertion. The procedure was completed using another of same device. No patient complications occurred.